Event description:
It was reported that the fixed fluted pin fractured and a piece retained inside the patient¿s tibia. This was discovered during the review of the post-operative x-ray. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The customer stated that the fractured piece not retained by the patient was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. The rosa fix fluted pin 3.2 x 80 mm was not returned to the product surveillance team for evaluation. No pictures or videos were available to product surveillance team for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information or product has been received, we are unable to provide further information.